Event description:
Boston scientific crm received info that this pt presented to the hospital with chest pain and palpitations. The pt expired due to probable sepsis, left lower lobe pneumonia, left pleural effusion, hypertension, stable coronary artery disease and diabetes mellitus. A boston scientific crm sales representative was unable to confirm the cause of sepsis. It is unk if this lead was explanted or buried with the pt.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.